Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation the reported customer complaint could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lightsource exhibited image noise. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be foreign objects (such as chemical residues, water plaque, sebum contamination, dust and gauze bubbles) attached to the scope-jacket of clv-290sl, or short-circuited on the circuitry by the dust accumulated inside the housing, etc.. The event can be prevented, by following the instructions for use which state: connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.